Event description:
The programmer rf (radio-frequency) head was returned with the programmer. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer rf (radio-frequency) head cable to be twisted/damaged, but it was still functional. The cable was replaced. Concomitant products: product ID 2090 programmer, product ID 2290 pacing system analyzer. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).